Event description:
The customer reported that while the iabp was in use on a pt, the iabp displayed "system failure" and stopped pumping. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative was unable to duplicate the reported problem. However, he observed "system failure code #66" (safety vent failure) in the fault log. The company representative replaced the manifold drive assembly (part number 0104-00-0018). And the k6a vent valve (0119-00-0170). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).